Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The date of event is unkown. This event time is unkown. There was no report of patient harm. No known adverse event. Poor illumination on video image refer to expiration date as complaint notification date.

Manufacturer narrative:
Evaluation summary we checked the returned unit and confirmed that the angle wire grinding. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the bending rubber gluing poor finish, and the suction channel kink ; however, they are not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k); g6: follow up #1; h2: type of follow up.